Event description:
The customer reported a precharge circuit timeout error message. This condition results in automatic system shutdown, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.